Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(kitchen). (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer did not know his expected blood glucose test result range and has not seen his doctor in over three months. Customer had a hard time hearing and answering questions. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 174 mg/dl and 175 mg/dl using truemetrix air meter. The product is not stored according to specifications in the kitchen/living room. The test strip lot manufacturer's expiration date is 03/31/2019 and customer was unsure of the open vial date. The meter memory was reviewed for previous test result history: result 1 :hi date: (B)(6) 2017 time:08:09p fasting result 2 :hi date: (B)(6) 2017 time:08:11p fasting result 3 :hi date: (B)(6) 2017 time:02:49p fasting result 4 :hi date: (B)(6) 2017 time:02:48p fasting result 5 :405mg/dl date:(B)(6) 2017 time:10:22p fasting customer called in states the meter is reading hi. Custome does not know know what his expected range is and has not seen his doctor in over 3 months. Customer has a hard time hearing and answering questions directly. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.